Manufacturer narrative:
No stuck button alarms noted during testing. All buttons function properly; no damage to keypad traces and the connector on electronic board was not unlocked during visual inspection. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture and slightly peeling off serial number label. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time..

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm cannot be cleared.   The customer's blood glucose reading was 200mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction.  The customer was also advised that the device would be replaced and to return the product for analysis.